Event description:
It was reported that the patient was admitted for copious amount of exudate from exit site. Staphylococcus aureus was identified. White cell count was 6.6 x 10^9 cells per liter and c-reactive protein was 43 milligrams per liter. The patient received changes to medication.

Manufacturer narrative:
The patient had prior admissions for infection in MFR numbers 2916596-2018-04766, 2916596-2018-04767, 2916596-2022-01530, 2916596-2022-01430, 2916596-2022-01409, 2916596-2022-01458, 2916596-2022-01440 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.